Event description:
The pt reported problems after replacement surgery. The neurostimulator could not be programmed a few days after leaving the hosp and an x-ray revealed a wire was cut.

Manufacturer narrative:
As a result of an internal audit, this report is being submitted.